Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This report was not confirmed. The root cause for the report of peritonitis was undetermined. There was no device malfunction or use error identified.

Event description:
This is a spontaneous report by a physician from the (B)(6) of peritonitis in a female patient coincident with extraneal and physioneal therapies. On an unreported date, the patient began treatment with extraneal and physioneal 40 1.36% glucose (dose and frequency not reported) intraperitoneally (ip) for renal failure via automated peritoneal dialysis (apd). Pd therapy continued via continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2012, the patient experienced peritonitis and was hospitalized. The cause of the peritonitis was not reported. No diagnostic or laboratory information was provided. On (B)(6) 2012, the patient began remedial treatment with an unspecified antibiotic. On (B)(6) 2012, the patient was discharged from the hospital. Antibiotic therapy was ongoing. The peritonitis was resolving. No additional information was provided.